Manufacturer narrative:
Review of the manufacturing records could not be performed as a valid lot number was not provided. The medical device remains implanted and was therefore not available for engineering evaluation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore; on (B)(6) 2018, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses including a stent graft ipsilateral leg component (rlt231418j) and a stent graft contralateral leg component (plc181200j). On an unknown date, an aneurysm enlargement was observed (amount unknown). An echo revealed blood flow into the aneurysm sac. On (B)(6) 2022, an angiography was performed and did not reveal any endoleaks. However, gore® excluder® aaa endoprosthesis aortic extender and two gore® excluder® aaa stent graft contralateral leg components were implanted to reline the initial endoprostheses. The patient tolerated the procedure. The physician suggested the reintervention was performed because a type iiib endoleak was suspected. This was suspected based on the performed abdominal echo performed prior to the reintervention. Reportedly, a contrast-enhanced CT was not taken due to the patient¿s renal function which was not well prior to the initial procedure. As reported, it is also possible that the endoleak was type ia and/or type ii. As reported no follow up imaging was performed following the reintervention. It is unclear if the endoleak was resolved or not. The physician decided to monitor the patient.